Event description:
It was reported that the right ventricular [rv] lead had varying impedance measurements prior to device change-out. During device change out, the rv lead impedance measurements were tested with the analyzer and the replacement device; the analyzer showed stable rv lead impedance measurements and the replacement device showed no impedance issues. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.